Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an impella interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. After suture retrieval of the second proglide device, the lever was returned to its original position to park the foot; however, resistance was felt during removal of the proglide device, the foot did not retract. No tissue damage was observed. General anesthesia was administered and a surgical cut down was performed to retrieve the device. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). User facility sus voluntary event report number mw5077812. Evaluation summary: the device was returned for analysis. The reported entanglement/difficulty to remove and foot retraction issue were confirmed based on the returned device condition. The observations on the return device analysis appear to be the result of attempting to remove the device after successful needle deployment prior to removing the plunger, which is out of sequence. The footplate will not lower with the needles engaged with the cuffs inside the foot pockets. It should be noted that the perclose proglide instructions for use (IFU) states: using your thumb as a fulcrum on the handle, gently disengage the needles by pulling the plunger assembly back and completely removing the plunger and needles from the body of the device. Relax the device and then return the foot to its original closed position by pushing the lever down to the body of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the deviation from the IFU and the treatment appears to be related to procedure circumstance. The patient effects of tissue damage/vascular injury and pain are listed in the IFU as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
Subsequent to the initially filed report, the following information was received: user facility medwatch report received that states: "impella/ptca, perclose device placed in left common femoral artery. Foot on the device could not be retracted. Pt in extreme pain. Taken to surgery. Perclose was in common femoral artery and foot of device open, stuck and could not retrieve. Caused significant laceration femoral artery requiring repair." No additional information was provided.